Manufacturer narrative:
No report of injury, procedure delays or cancellations. A steris service technician arrived onsite to inspect the washer and found that the cable that drives the washer's door open and closed became loose allowing the door to improperly close and the outside tempered glass to detach from one side of the door. The glass did not fall and was contained to the door frame. By design, safety glass does not break into sharp pieces that could injure a user of the device. The technician adjusted the cable and door assembly, ran a test cycle, and found the unit to be operating properly. The unit was manufactured in 1999 and has been in service for 18 years. The unit is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported that tempered glass in the reliance 444 washer door became loose. The glass remained contained to the frame.